Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging missing results. The reporter alleged missing results since (B)(6), 2013, but the date in the meter is ok at this time, and still the meter was not keeping track of the readings since the issue was last reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.